Manufacturer narrative:
Livanova manufactures the tandemheart pump. The incident occurred in the (B)(6). The customer noted in the theme clinical study submission that the relationship between the adverse event and device is not known or established. No allegation was made by the customer regarding a specific device malfunction, and no allegation was made that the tandemheart pump was the cause of the reported adverse event. While no relationship between the device and adverse event has been established, this report is being filed out of an abundance of caution. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device discarded.

Event description:
Livanova received a report that a patient experienced cardiac arrhythmias during a procedure involving a tandemheart pump. The event was resolved without sequelae. The user did not report any known device malfunction in relation to the adverse event.

Manufacturer narrative:
H.10. The device was not returned to livanova, so an investigation could not be performed. Additionally, the serial/lot number of the tandemheart pump was not provided so a DHR review could not be performed. A review of complaint history found only 3 other reports of arrhythmia in relation to the tandemheart pump ((B)(4)). All of these cases occurred in 2019 or earlier, and none of the investigations identified a device issue related to the event. As the device was not returned for investigation, a root cause could not be determined. As such, no specific action has been deemed necessary, livanova maintains and documents periodic customer event monitoring in order to evaluate actions for product improvement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10. After follow-up communication with the customer, the theme entry was updated with additional information about the event. The update indicate that the patient suffered asystole after coughing. Medication (atropine) was administered and patient responded. The following morning, the patient suffered 3 episodes of complete heart block and significant sinus bradycardia and sinus pauses were noted. Several days later, the patient again suffered 1 episode of brief asystole, possibly related to carotid hypersensitivity at the insertion site. Sedation was weaned and the patient experienced an episode of sinus pause. This may have been caused by cannula movement during the wean. Patient experienced several episodes of sinus pause/asystole and bradycardia over the following days. The infusion of precedex was discontinued and an immediate improvement in all rhythm was noted. About a week later, the patient experienced another episode of asystole following ECMO drop in flows. Epinephrine and phenylephrine were administered. The updates to the theme clinical study submission did not provide any clarification on the relationship between the adverse event and device. This relationship was listed as "unknown" by the customer. There is still no allegation by the customer regarding a specific device malfunction, and no allegation was made that the tandemheart pump was the cause of the reported adverse event(s). If any additional information relevant to the reported event is received, it will be provided in a supplemental report.